Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4092, implantable pacing lead, (B)(6) 2004; t60a2u, implantable pulse generator, (B)(6) 2013. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) was replaced due to normal battery depletion. Three months later, the patient developed an infection. The device and two leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. A proximal portion was received measuring 28.8 cm. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.